Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the front panel does not work due to printed circuit (cr) board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the reported display failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the display on his olympus high flow insufflation unit went out. According to the initial reporter, the unit was functioning again after power cycling the device. Reportedly, this event occurred 2-3 times day that day. Please see related report with patient identifier (B)(6). None of these above events resulted in patient harm.